Manufacturer narrative:
The returned cycler underwent and passed the following tests; simulated treatment, scale calibration check, and system air leak test and valve actuation. Additionally, an internal inspection of the cycler including the pneumatic and vacuum lines was conducted for fluid or traces of dried fluid, once was found. Per the fmc phamacovigilance physician: the event of peritonitis is unlikely related to the liberty cycler machine. There is no evidence of product malfunction or any fluid leaks. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. There were no reports of a catheter infection. However, the catheter was clogged with fibrin clot which was dissolved with instillation of activase. The pt was treated with antibiotics. Currently, the pt is doing well and continues treatment using the same cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
Pt called tech support from home during use of a liberty cycler regarding complication on drain 0. Pt had drained 38ml of 1000ml and stated she had been in the drain for about an hour and that she had a lot of pain and has cramping. Pt states she has felt this way before but when she moves on to the fill the pain minimizes. Pt states she feels like she may be empty. Bypassed to fill 1, during dwell 1 pt states she feels no pain anymore. Per the peritoneal dialysis nurse, the pt is being treated for peritonitis.